Manufacturer narrative:
The customer has not provided the lot number and/or returned product. If a specific lot number information is available and/or product is returned at later date, the investigation will be re-opened. Based on the information provided this complaint could not be confirmed

Event description:
It was reported that during use of a portex® spinal anesthesia tray bupivacaine wasn't working.